Event description:
Heartmate ii lvad implanted (B)(6) 2010. On (B)(6) 2011, pt presented with c/o feeling dizzy, lightheaded (B)(6) 2011. The device had also alarmed. The device was found to be slowing and then speeding up. The controller was changed but did not improve function. X-ray did not show any obvious drive line fracture. There was a visible indentation of approximately 1". The pt did state that it had caught around a tool or vice. The pt was admitted to an ICU setting and the device had intermittent alarm issues with periods with no alarm. At 2200 the device pump stopped. The pt did not respond to intervention then expired. History of present illness: (B)(6) man with end stage heart disease due to ischemic cardiomyopathy. He had a heartmate ii left ventricular assist device that was implanted in sometime in 2010. He actually had done well until yesterday when he started having some episodes of dizziness and feeling as if he were going to pass out. He also had noticed that the device was alarming. He came to the clinic today and interrogation of the device revealed that he had several episodes where the device had slowed down. While in the clinic he had episodes where the device slowed down to a speed 2000 rpm then would speed back up. We changed out change out the controller and that did not seem to be the problem. The concern was that there was a break in the drive line, although we could not definitively demonstrate that. An x-ray of the driveline did not show any obvious fracture. He was brought down to the cardiovascular intensive care unit where he was monitored and had no further episodes of slowing except on one occasion when he got up to the toilet and had a very brief episode where the device slowed down. Getting back to bed he had no further episodes until approx 10 o'clock this evening when the device just stopped working. He tolerated this poorly. Obviously he had no flow. Dr was here and did CPR. He developed cardiac standstill and after heroic efforts, it was felt that there was nothing else that could be done. He had not responded to any life support or any acls protocol and had no electrical activity. He was pronounced dead at 2330. Permission has been granted to retrieve the device to see if we can find out what was wrong.